Manufacturer narrative:
The analyzer serial number is (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable cobas c bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 24.9 mg/dl. A new sample was drawn and the result was around 6 mg/dl. The initial sample was repeated and the result was 6.2 mg/dl. The repeated result was believed to be correct. The results were reported outside of the laboratory. The sample was repeated due to the doctor questioning the result.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a product issue. The investigation reviewed the system's alarm trace and a magazine lifter alarm was observed. The field service representative performed a precision test with acceptable results. He performed probe adjustments and checked the water and detergent levels of the rinse mechanism which were all ok. He found a metal clip out of position and he repositioned the clip. All tests passed. Although no cause was found, the instrument performance was verified and the issue appears to be resolved.